Event description:
A customer reported that a loss of monitoring occurred when the ats (apex pro telemetry system) spontaneously discharged 5 or 6 pts from the monitor. The unit reportedly alarmed for an over-temperature condition and would not restart on the subsequent reboot attempt. Alternate pt monitoring was not available for 30 minutes, until a spare ats was put into service. No death or serious injury was reported as a result of this event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
The initial reporter occupation is unk at this time.